Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding unknown patient¿s receiving unknown drug via an implantable pump. The indications for use were not known. On (B)(6) 2019 the company representative reported that she had seen other patients pumps that are difficult to access due to tilting/odd angled pumps in patient¿s abdomen. No patient symptoms and no further complications were reported or anticipated.